Event description:
It was reported that the customer had a no delivery alarm three different times. Customer stated that one of the events occurred while at work and the customer had to go home and change the infusion set/reservoir. Customer stated that the pump appeared to be working as designed. Customer received another alarm in the middle of the night during a basal. Customer stated that the event occurred two weeks ago. Customer woke up and his blood sugars were 600 mg/dl. Customer stated that he was running higher than normal due to the no delivery alarm. Customer treated with the pump. Customer reported that the alarm was resolved by a complete set change. Customer does not have the set or reservoir to return for analysis. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.